Manufacturer narrative:
Rotation/decentration/subluxation and secondary surgical intervention to remove/replace/reposition the lens is an expected or foreseeable side effect. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. The lens was exchanged with a lens of the same size and the problem resolved. The cause of the event was reported as unknown.